Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently forgot to fill the infusion set cannula prior to insertion and attempted to deliver a bolus to fill it while connected. An occlusion alarm occurred. Tandem technical support (cts) informed the customer not to fill cannula while connected. Reportedly, customer declined cts's offer to perform a pump system check for the occlusion and change the pump supplies. Blood glucose was not impacted.